Manufacturer narrative:
The autopulse li-ion battery associated with this complaint will not be returned for evaluation. The battery will be scrapped on-site by the customer. Since the battery was not returned, an investigation could not be performed and a root cause could not be determined.

Event description:
During shift check, customer reported that the autopulse li-ion battery (serial #(B)(4)) showed fully charged but when inserted in the autopulse platform, it displayed "replace battery" message. The autopulse platform function properly with other autopulse li-ion batteries. No patient involvement.